Manufacturer narrative:
Medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator did not ventilate and did not respond to parameter modification, causing a decrease in "saturation and c-reactive protein (crp)" of the patient. There was no reported injury to the patient.

Event description:
Updated: it was reported by the public health institute of chile, and not reported directly to medtronic by the customer that while in use on a patient, this 980 ventilator did not ventilate and did not respond to parameter modification, causing a decrease in "saturation and c-reactive protein (crp)" of the patient. There was no reported injury to the patient.

Manufacturer narrative:
Section b5 updated section b7 medical history added section e initial reporteer added section e4 rpt sent to FDA updated section g2 report source updated h3: the ventilator was not made available to medtronic for evaluation. Good faith efforts were made to obtain additional details such as repair details to which there was no further information available from the customer. The investigation determined that there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.